Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician suspected abnormal cardiac resynchronization therapy pacemaker (crt-p) function and pacer spikes in the 120's. It was noted that the device was pacing within the programmed settings. The device is still in use. No patient complications have been reported as a result of this event.